Event description:
It was reported that the pt works in a store and experiences shocking and jolting sensations from her interstim device that interfere with her ability to work. The pt also experiences these sensations after walking into stores that have theft detectors or any radio frequencies. The pt is not always able to turn off her device and when she can, it is difficult to turn back on. It was also reported that the pt experiences recurring swelling around the incision site of the device. Further info is being requested from the hcp.

Manufacturer narrative:
.